Event description:
It was reported that a pump under infused rituxan to a pt. The customer stated that the pump was infusing at half of the intended rate.

Manufacturer narrative:
(B)(4). The device was not identified by serial number and could therefore not be returned to sigma for eval. It was identified that the customer was utilizing an IV set (B)(4) not intended for use with the spectrum pump at flow rates above 250 ml/hr. Further investigation is required, and a supplemental report will be submitted.